Event description:
Dealer states the hanger weldment for the riggings is broken off of the chair. This item is not a service part so the chair is being returned. Dealer has been advised this will be evaluated for warranty status when it comes in. Dealer states her driver was unable to determine what would have cause this, and it's at a facility for one individual. No further information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.